Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 475cc, catalog number 3501680, serial number (B)(4), lot number 6532522. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 475cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with a gel breast implant of unknown type on (B)(6) 2018.

Manufacturer narrative:
On 06/11/2018, it was reported to mentor the patient had undergone removal and replacement with gel mentor memorygel breast implants 750 cc on the left breast implant and with gel mentor memorygel breast implant 700 cc on the right breast implants on (B)(6) 2018. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient had bilateral mammary hypoplasia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient had previously been in an automobile accident where it was a rear end type collision and she noticed sudden pain and change in size of the right breast implant after the accident. The seat belt had crossed over the chest wall onto the right breast implant. The patient was in a stable condition after the surgery. The devices were replaced with gel mentor memorygel breast implants 750cc. Manufacturer¿s reference number: (B)(4).